Event description:
It was reported the patient thought there was something wrong with their cervical implant. They have had a loss of therapeutic effect and noted that their ¿head was pounding.¿ their headaches had been getting worse over the past few weeks leading up to the call. They also noted that the stimulation was in the wrong location and that if they put their head straight up they only feel stimulation in their fingertips. They have to have to position their head in a specific way to feel stimulation in their neck.

Manufacturer narrative:
Concomitant products: product ID 37712, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 39286-30, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37712, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).